Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 233 mg/dl, 125 mg/dl, and 123 mg/dl. Customer no longer has drum. No adverse event reported. Requested return of suspect device, and replacement was sent.